Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a endoscopic procedure performed in 2008 (a female patient; weight is unknown). According to the complainant, the physician decided to use a hemostatic clipping device to stop the bleeding. The nurse opened the clip to find that the clip was detached from the catheter. The clip was separated from the deployment device and could not be used on the patient. The procedure was completed with another of the same device and patient is stable.

Manufacturer narrative:
The product was returned for analysis. Upon investigation, it was found that the clip assembly was half deployed and there was a kink in the control wire approximately 36"" from the handle. The clip assembly was located 1/2"" inside the over sheath and had been deployed. The clip assembly was pushed out by pulling the oversheath back. The examination revealed the clips were bent and had an overbite. The tabs were closed and the yoke was still attached to the control wire. The control wire was actuated several times and the yoke was deployed as designed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use based on the direction for use ""precaution(s) prior to use"" statements. A review of the design history record showed the lot to be manufactured in accordance with the dmr.